Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated multiple insulin occlusion alarms, the most recent occurring overnight, and the healthcare provider advised replacement of the device; the customer was instructed on shutdown to prevent further alerts, informed that data would not transfer to the replacement, and advised to complete a standard startup, with continued use of cgm via dexcom app or receiver. Symptoms included no reported injury or clinical effects. Outcomes included replacement of the device and provision of a return label for the original unit. Investigation included customer interview and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous occlusion alarms; no defects in consumables were confirmed. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factor.